Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Contra-angle 132294 (2019) (head drive completely renewed, clamping system defective, slide bearing worn) defective, repaired. The exchanged parts were attacked by an indefinable substance. We would therefore like to point out that only cleaning agents approved by sirona. And care products are to be used. Please note our care and cleaning instructions.

Event description:
In this event it was reported that a contra angle 6:1 for vdw.gold/silver would not hold files; no injury resulted.